Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The curved-tip stapler 30 instrument associated with this event was received, no physical damage was observed, no product issue was identified and no failures were found in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The white reload was returned used and the staples had been deployed. The reload was unable to be tested for firing failures due to being previously used. The reload cover was removed and visual inspection displayed signs of physical damage to the cartridge located between the cut line of the reload and on the outer edge of the reload near the cover. No damage was found to the knife, pushers, or cover. All staples had been deployed properly. No loose or lodged staples were found.

Manufacturer narrative:
The curved-tip stapler 30 instrument and stapler 30 reload have been received. However, as of the date of this report, the failure analysis evaluation has not been completed. Review of the curved-tip stapler 30 logs show the instrument was installed on the system 5 times and fired 5 reloads (3 blue, followed by 2 white). On each install, the first clamp was successful, and each firing was completed without error. The instrument was then removed and not used in the procedure again. There were no stapler related errors pertaining to the use of this stapler found. A review of the site's system log for the reported date found no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, bleeding was observed after stapling across the pulmonary artery using a curved-tip stapler 30 instrument and white stapler 30 reload. There was no staple line observed on one side of the vessel; it appeared to be completely cut. The staples were malformed. Pressure was held on the vessel for approximately 6-7 minutes. The surgeon placed two clips on the vessel and utilized a vessel sealer instrument to resolve the bleeding. A back-up stapler was then used. The estimated amount of blood loss was unknown; the patient did not require a blood transfusion. The patient was discharged two days later without further complications.